Manufacturer narrative:
The initial MDR 2432235-2017-00522 was filed on (B)(6) 2017. Additional information (B)(6) 2017): a siemens headquarter support center (hsc) specialist evaluated the computer. Upon visual inspection inside and out, it was apparent that heat from the power supply ignited dust in the desktop chassis. The dust fire melted the exhaust vent on the top of the computer and melted rubber from power leads coming from the power supply. Hsc has concluded the issue to be caused by environmental circumstances, the power supply in the personal computer shorted with dust accumulation and it self-contained the fire as electronics are designed. Section has been updated to reflect the changes described above.

Manufacturer narrative:
The pc involved in the event was in the process of being configured for a future automation installation and was being updated to the latest centralink client software. This was an additional client pc, meaning the computer was part of a network of computers connected via server. Therefore, the removal of the damaged pc did not cause down time for the customer. The customer was setup with another computer in the interim. The pc that caught fire was an aging system, over five years old, and was no longer covered by warranty or a service contract. The cause of the pc catching fire is unknown. The cse installed a new client pc.

Event description:
A siemens customer service engineer (cse) was at a customer site using the centralink data management system personal computer (pc), when the pc caught fire and flames were observed. The fire was contained in the computer case and flames did not exit the case. The cse removed the pc from power and the fire ceased with minimal smoke. No customer site personnel were involved in the event. There were no injuries due to the fire.